Event description:
Reference number (B)(4). Event occurred in sweden. It was reported that the patient experienced an adhesive issue event on (B)(6) 2026. The infusion set tape was not sticking due to bad tape or glue. No further information available.

Manufacturer narrative:
Patient city: (B)(6). Patient country: sweden.